Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 7 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. There was no remedial action taken. This device is not labeled for single use.

Event description:
His report summarizes 8 malfunction events, where it was reported the brakes cannot be engaged, the brakes are difficult to engage/disengage, or the steer mechanism is difficult to engage/disengage. There was no patient involvement.